Manufacturer narrative:
Product complaint (B)(4) investigation summary: the complaint states: ¿patient undergoing planned revision of right total hip replacement. A double mix (2 x 40g) of bone cement was introduced into the proximal femur (femur was vented). As the surgeon did this the patient's blood pressure dropped and the patient went into cardiac arrest cardiac arrest protocol instituted 6 cycles of CPR (pt. Intubated during this) 2 mg adrenaline given through intraosseus access (all IV access became disloged during turning from lateral to supine) rosc after 20 mins. Cvc inserted lijv na (8:50) commenced @ 10mls/hr patient transferred to ICU where was intubated and ventilated. Remained on double strength noradrenaline and adrenaline support until sadly passed away on (B)(4) 2020 at 11:20. Case has been referred to coroner. Initial investigation suspects this as a case of bone cement implantation syndrome (subject to inquest)." The complaint description states that the patient suffered from a drop in blood pressure and cardiac arrest. Retained sample retest results: retained powder and liquid samples of the complaint batch in question were obtained, conditioned to 23°c, and mixed in the laboratory in a beaker under ventilated, temperature and humidity-controlled conditions (see attachment ¿(B)(4) retest results.pdf¿). Tm-t150 - the mix was firm with the powder and liquid components combining as normal with a wet-out time of 8 seconds, a mean dough time of 1 minutes 21 seconds, and a mean setting time of 8 minutes 49 seconds. The appearance and handling characteristics of the cement were as expected with all results obtained being within specification criteria. Tm-t062 - benzoyl peroxide = 2.1663% w/w ¿ within specification. Tm-t220 ¿ dmpt content = 0.546% w/w - within specification. Tm-t109 ¿ powder ir scan = positive tm-t179 ¿ liquid ir scan = positive no product problem or unusual observations were observed on the testing of the retained samples of this batch. IFU-0630131 rev 2 was reviewed (see attachment ¿(B)(4) extract from IFU-0630131.pdf¿). Cardiac arrest and transitory fall in blood pressure are both listed in the adverse events and warnings sections. Dva-107020-fde rev 10 was reviewed for these adverse events and they are associated with various potentially hazardous situations (see attachment ¿(B)(4) extract from dva-107020-fde.pdf¿). In each case, the risk is considered as low as possible and cannot be further mitigated. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary the number of complaints received for this failure mode will continue to be monitored and product updates/ recommendations will be implemented at the post market surveillance review dependent upon occurrence ratings. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as required. Device history lot ==> device history reviewed: lot 9353893 0 non-conformances on this lot number. Final micro and sterility tests passed. All qc release specifications met. 2740 units released. Lot expiry date: 30 november 2022 h10 additional narrative: UDI (B)(4)

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient undergoing planned revision of right total hip replacement. A double mix (2 x 40g) of bone cement was introduced into the proximal femur (femur was vented). As the surgeon did this the patient's blood pressure dropped and the patient went into cardiac arrest. Cardiac arrest protocol instituted. 6 cycles of CPR (pt. Intubated during this). 2 mg adrenaline given through intraosseus access (all IV access became dislodged during turning from lateral to supine). Rosc after 20 mins. Cvc inserted lijv. Na (8:50) commenced at 10mls/hr. Patient transferred to ICU where was intubated and ventilated. Remained on double strength noradrenaline and adrenaline support until sadly passed away on (B)(6) 2020 at 11:20. Case has been referred to coroner. Initial investigation suspects this as a case of bone cement implantation syndrome (subject to inquest).